Event description:
It was initially reported that the pt was having generator replacement surgery due to end of service. Prior to surgery for the generator replacement high impedance was received on pre-op system diagnostics (output status - limit, impedance - high, dcdc code=7 eri=yes) but normal mode was within normal limits (output current - 1.0ma, output status - ok, impedance - ok, dcdc code=1 eri=yes). The generator was explanted and system diagnostic were run with the test resister and were within normal limits (output status - ok, impedance - ok, dcdc code=2 eri=yes). The generator was then attached back to the lead, system diagnostic were run again and were within normal limits (output status - ok, impedance - ok, dcdc code=1 eri=yes). The new generator was attached to the excising lead. System diagnostics were run both inside and outside of the surgical pocket and were within normal limits so the lead was not replaced. The generator was discarded and will not be returned to the MFR.

Manufacturer narrative:
Analysis of MFR's programming history database.